Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105 which was not reproduced. System error 105 was confirmed through a review of the event history log. An inspection of the internal components of the pump found a piece of severed plastic (of unknown origin) adhered to one of the gears with grease. This piece of plastic has scuffs which indicated that it was lodged between the two gears at one time. This would cause system error 105. The motor, bearings and gears were replaced.